Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas displayed an alert to connect the cgm or enter blood glucose because automated dosing would stop, and a fingerstick reading showed 255 mg/dl after the cgm sensor and transmitter were changed and the transmitter had not been connected to the ilet; reconnecting by entering the transmitter serial number and sensor code cleared the alert. Symptoms included hyperglycemia. Outcomes included continued monitoring without escalation of care. Investigation included technical troubleshooting and user education conducted by phone. Investigation of this case revealed user setup error resulting in a temporary loss of cgm data to the ilet. It was concluded that the device functioned as designed once properly configured and that the event was related to use error rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.